Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Additional information was requested and a follow-up report will be sent in case we receive further information. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received. Adding UDI# (B)(4). Adding implanted date: (B)(6) 2013. Adding explanted date: (B)(6) 2020. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding health effect - clinical code: 1930. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding type of investigation: 4115. This is a follow up report to add this additional code. Correcting lot # from unk to 91925. This is a follow up report for this corrected information. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed tx 4.5 - 9mm catalog # 24951. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code: remove 2408. The correct codes for this complaint are: medical device problem code: 1260. This is a follow up report to correct this code. This is to correct and remove the codes that were initially reported - removing codes for: investigation findings: remove 3221. The correct codes for this complaint are: investigation findings: 3252 and 3243. This is a follow up report to correct this code.